Event description:
A user facility medwatch (ref # (B)(4)) was received stating that: "servo-I ventilator started alarming patient peep (positive end-expiratory pressure) was 24 instead of set 14. During calibration of ventilator, flow sensor failed. The servo I ventilator showed an increase in the peep level from 14 to 24 while on patient. The servo I ventilator was pulled from use and sent to biomed for an evaluation to determine the cause of the peep raising from 14 to 24. Biomed tech confirmed reported malfunction. Biomed replaced exhalation cassette, all tests passed, returned to service." (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility performed by themselves a repair of the ventilator. According to received information, the expiratory cassette was replaced. No parts were returned for investigation. No ventilator logs were provided. Since no part was returned for investigation, the root cause of the reported high peep (positive end expiratory pressure) has not been determined, but the replaced expiratory cassette may have been a contributing factor. This will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.